Event description:
Caller reported a malfunction on the pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require incapacitating assistance from a third party. The malfunction code identified was resettable, and after guidance from technical support, the customer successfully reset the pump. No recurrence of the malfunction code occurred after resetting, and the customer was advised to continue using the pump while monitoring for any future issues.